Manufacturer narrative:
Bd had not received samples, but (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'bent tubes' with the incident lot was observed. Additionally, (20) retention samples from bd inventory were evaluated by visual examination and the issue of 'bent tubes' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes with molding defects. The following information was provided by the initial reporter. The customer stated: sst tubes are bent.